Manufacturer narrative:
The reported event of no capture was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-02877. It was reported that when the patient presented in hospital, the left ventricular lead exhibited loss of capture. Upon review, the lead found to be dislodged. A lead revision procedure was performed on the same day. During the procedure, insulation anomaly was observed on the right atrial lead. There was a large tear in insulation, and the ra lead was filled with blood. No externalized conductors or electrical issues were noted on the ra lead. Both lv and ra leads were explanted and replaced. The patient was stable throughout the procedure.